Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. Evidence of excessive meal announcements was found in the logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow instructions in the user guide and provided in training as well as on-screen prompts during the cartridge change process.

Event description:
On 7/9/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/8/24. The cds reported the user experienced significant low bg levels overnight. The family called paramedics, believing the user was unresponsive. The dexcom g7 continuous glucose monitor (cgm) reading was 70 mg/dl, but paramedics measured it at 20 mg/dl and administered glucagon. The user had changed their insulin the previous night and found the cartridge empty in the morning. After discussions with the clinical team, it was theorized that the user may have accidentally administered the entire cartridge of insulin at once by connecting the infusion set before rewinding the ilet. This incident led to a low bg event. The user was not admitted to the hospital but was treated with glucagon and d50.